Event description:
It was reported that a catheter issue occurred. The patient presented with unstable angina. The 90% in-stent restenosed, tight, target lesion was located in the severely tortuous ostial to mid left anterior descending artery which also had moderate eccentric calcium. Following post dilation with 2.5mm nc balloon, an opticross 6 imaging catheter was inserted, but did not cross the lesion. When the device was pulled back, it was noticed that the shaft was broken. The device was pulled along with guidewire and completely removed. The procedure was completed using an alternate method. The patient was stable, and no patient complications were reported.

Manufacturer narrative:
E1: initial reporter address 1 - (B)(6).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed no issues were found, and the device appears to be in good condition. Microscopic inspection revealed the guidewire exit port and the distal section of the tip were in good condition. The functional test showed no indication of resistance in tracking the guidewire into the catheter. E1: initial reporter address (B)(6).

Event description:
It was reported that a catheter issue occurred. The patient presented with unstable angina. The 90% in-stent restenosed, tight, target lesion was located in the severely tortuous ostial to mid left anterior descending artery which also had moderate eccentric calcium. Following post dilation with 2.5mm nc balloon, an opticross 6 imaging catheter was inserted, but did not cross the lesion. When the device was pulled back, it was noticed that the shaft was broken. The device was pulled along with guidewire and completely removed. The procedure was completed using an alternate method. The patient was stable, and no patient complications were reported.